Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced swelling after the use of floseal hemostatic matrix. The patient underwent tumor resection surgery from the neurosurgical department where two (2) units of floseal hemostatic matrix were used. Two days following the surgery, the patient experienced massive swelling (site unspecified) which required a surgical intervention to resolve the issue. The cause of the swelling was unknown and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.